Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during a combined cataract / vitrectomy procedure, the vitrectomy probe seemed weak and cutting could not be performed. The probe was exchanged for another one but the same issue occurred. The console was then exchanged and another probe of a different gauge was used. The surgical case was stopped halfway through the procedure due to aspiration failure. The procedure was completed with no impact to the patient. Additional information was received confirming the third probe also had weak aspiration and no cutting function. It was also confirmed that there were no problems for the patient. No future treatment or additional surgery will be required. This is one of two reports from this event.

Manufacturer narrative:
One opened probe was received with a tip protector, in a bag along with other items, for the report of poor aspiration with no cutting. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and on the probe needle above the port and white foreign material on the needle. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore aspiration and cut failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).